Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead started to exhibit high pacing thresholds. It was determined that the patient had twiddler's syndrome via x-ray and analysis showed that this rv lead was pulled back. The physician decided to surgically abandon the lead and new lead was replaced. No additional adverse patient effects were reported.